Manufacturer narrative:
Date sent to FDA: 08/17/2018 ethicon MDR summary reporting exemption e2013037 reporting period august 1, 2017 through september 30, 2017 supplemental 05 - attachment: [10-31-2017 otn supplemental 05.xlsx]

Manufacturer narrative:
Date sent to FDA: 06/18/2021 ethicon MDR summary reporting exemption e2013037 reporting period august 1, 2017 through september 30, 2017 supplemental 22

Manufacturer narrative:
Date sent to FDA: 12/27/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2017 through september 30, 2017.

Manufacturer narrative:
Date sent to FDA: 2/12/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2017 through september 30, 2017.

Manufacturer narrative:
Date sent to FDA: 4/24/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2017 through september 30, 2017.

Manufacturer narrative:
Date sent to FDA: 06/25/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2017 through september 30, 2017.

Manufacturer narrative:
Date sent to FDA: 08/23/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2017 through september 30, 2017.

Manufacturer narrative:
Date sent to FDA: 10/28/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2017 through september 30, 2017.

Manufacturer narrative:
Date sent to the FDA: 12/19/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2017 through september 30, 2017.

Manufacturer narrative:
Date sent to FDA: 02/18/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2017 through september 30, 2017.

Manufacturer narrative:
Date sent to FDA: 04/21/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2017 through september 30, 2017.

Manufacturer narrative:
Date sent to FDA: 06/23/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2017 through september 30, 2017.

Manufacturer narrative:
Date sent to FDA: 10/22/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2017 through september 30, 2017.

Manufacturer narrative:
Date sent to the FDA: 02/19/2021. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2017 through september 30, 2017.

Manufacturer narrative:
Date sent to FDA: 04/19/2021. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2017 through september 30, 2017.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Ethicon MDR summary reporting exemption e2013037reporting period (B)(4) 2017 through s(B)(4) 2017.

Manufacturer narrative:
(B)(4). If the device or further details are received at the later date a supplemental medwatch will be sent. E2013037. Total number of events ¿ 796. Tension free vaginal tape - 228. Tension free vaginal tape ¿ abbrevo ¿ 45. Tension free vaginal tape ¿ abdominal ¿ 34. Tension free vaginal tape ¿ exact ¿ 63. Tension free vaginal tape ¿ obturator ¿ 278. Tension free vaginal tape ¿ retropubic ¿148.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2010 concurrently with dilatation and curettage and cystoscopy and the mesh was implanted. It was reported that following the procedure the patient experienced pelvic pain, dyspareunia and mesh exposure. It was reported that the patient underwent mesh excision on (B)(6) 2014. No further information is available.

Manufacturer narrative:
Date sent to FDA: 06/25/2018 ethicon MDR summary reporting exemption e2013037 reporting period august 1, 2017 through september 30, 2017 supplemental 04 - attachment: [10-31-2017 otn supplemental 04.xlsx]

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037 reporting period (B)(6) 2017 through (B)(6) 2017 supplemental 01 *includes 197 initial files omitted from (B)(6) 2017 submission: tension free vaginal tape - 71 tension free vaginal tape ¿ abbrevo ¿ 6 tension free vaginal tape ¿ abdominal ¿ 5 tension free vaginal tape ¿ exact ¿ 18 tension free vaginal tape ¿ obturator ¿ 69 tension free vaginal tape ¿ retropubic ¿ 28 - attachment: [(B)(6) 2017 otn supplemental 01.xlsx]

Manufacturer narrative:
Date sent to FDA: 04/12/2018 ethicon MDR summary reporting exemption e2013037 reporting period august 1, 2017 through september 30, 2017 supplemental 03 - attachment: [10-31-2017 otn supplemental 03.xlsx]

Manufacturer narrative:
Date sent to FDA: 02/22/2018 ethicon MDR summary reporting exemption e2013037 reporting period august 1, 2017 through september 30, 2017 supplemental 02 - attachment: [10-31-2017 otn supplemental 02.xlsx]